Manufacturer narrative:
The reported event of loss stimulation was confirmed. As received, the octrode lead had damage on lead body with multiple broken wires. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Product investigation findings indicated the patient's lead had fractured.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device (lead) information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01336. It was reported the patient fell. Thereafter, the patient lost stimulation. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue.